Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The hp stated that the initial drain has been initiated prior to hp being connected to the hc. However, the hp still connected to the hc after the hc started the initial drain. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. User error - patient pressed go before connecting in initial drain: the homechoice at-home patient guide (07-19-63-293), issued august 14, 2012, provides proper operating instructions. Page 10-25 states the patient should connect the transfer set to the patient line and open the transfer set prior to pressing go to begin initial drain. The labeling review was found to be sufficient and accessible in response to the complaint. Should additional relevant information become available, a supplemental report will be submitted.